Event description:
Physician raised bed to its high position when examining the patient. After the physician left the room, the bed suddenly dropped down to its lowest position with a loud "bang."====================== health professional's impression======================unable to locate problem====================== manufacturer response for hospital bed, stryker secure bed======================stryker rep came out and replaced the brake clutch on this bed and looked at all others with same mechanism.